Event description:
It was reported that approximately 1 month post implantation, the patient presented with fibrin reaction and the uncorrected distance visual acuity (ucdva) was 20/40 on (B)(6) 2013. The patient was put on steroids for 2-4 weeks. The patient's current status is fine and the visual acuity is 20/20. It should be noted that the patient has pre-existing pseudoexfoliation syndrome and cataract surgery in patients with this condition has been associated with increase incidence of inflammatory reactions/ fibrin formation after cataract surgery.

Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.